Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing rcords for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: "according to the gore® dryseal flex sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Manufacturer narrative:
Adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a pseudoaneurysm at the thoracic aorta using a conformable gore® tag® thoracic endoprosthesis. The device was implanted with no reported issues. After removal of a gore® dryseal flex introducer sheath, the patient¿s blood pressure decreased. An angiography identified rupture at the access vessel. The rupture was repaired surgically using a vascular graft. No further issues were observed, and the patient tolerated the procedure. It was reported that the rupture was identified at the site of the access vessel where the sheath was inserted, and that the rupture possibly occurred when the sheath was inserted into or removed from the patient. The diameter or condition of the access vessel, and the cause of the vessel rupture were unknown.